Event description:
It was reported that the patient was experiencing shortness of breath. Fluid was noted around the patient's lung and was drained. The physician suspected a possible atrial lead perforation but testing was inconclusive. It was further reported that the patient had an infection. The lead was later taken out of service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.